Event description:
On 10/30/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pumps pressure sensor was not reading the pressure correctly. The issue was discovered during the surgery, and another device was used to complete the case. There were no adverse effects on the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. Visual inspection noted no issues with the returned device. The returned device was assembled with an ar-6410 lot number: 73988853, and an ar-6430 lot number: 73002759 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the default shoulder setting, the run button was pressed to start the machine. The pump was run for 60 minutes with no issues. During functional testing, the pressure was tested at various degrees and no issues were noted. No sudden changes in pressure were noted during the 60-minute run time. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected. No problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1, section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected. No problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. The device information was read, and the total run time for the device was indicated to be 6 days, 9 hours, 5 minutes.